Manufacturer narrative:
The expiration date was not checked prior to use. No patient injury or medical/surgical intervention was required as a result of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was used to treat a lesion. There was no damage noted to the packaging and no issues noted when removing from the hoop. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and excessive force was not used. It was reported that post implantation of the stent, it was noted to have expired four days previous. The patient was reported to be alive with no injury. (Quarterly scan was performed last quarter and was scheduled for next week for q2. Account inventory personnel asks that product not be pulled from shelf during quarterly scans unless less than 30 days is left until use by date. Account inventory personnel has voiced that hospital staff pulls products on a consistent basis to return to vendors for replacement. According to the ohsu director of operations and finance, the patient will not be charged for the stent. Account has limited lab access for vendors).